Manufacturer narrative:
The meter and test strips will be returned for eval. Test strip lot # 1020214365 expiration date: 12/2016 control solution lot none. Per label copy/ package insert. Unexpected results. High or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Nova max test strip insert- quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
The consumer called into customer care concerned about her high blood glucose results. The consumer was concerned with her high blood glucose readings and went to the hospital where she had her blood glucose tested. According to the consumer she performed a blood glucose test using her nova max plus meter getting a result of 449 mg/dl. The consumer reported when the hospital tested her blood level using their unk brand meter they received a result of 186 mg/dl. The consumer stated she did not receive any treatment at the hospital.